Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the top rear label was missing and the lens had some scratches. Review of the event history log showed the pump displayed two occurrences of no disposable alarms. Functional testing involved simulated use testing and the reported error was able to be duplicated without a disposable attached. The pump double beeped on power up without a disposable attached. The problem source could not be identified. The downstream occlusion sensor was replaced as a preventive measure. The lens was also replaced. Based on evidence and investigation, the complaint allegation was confirmed

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette." It was also reported that the pump had screen damage. No adverse effects were reported.